Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) moved superiorly, and it was riding too high in the scrotum. The pump was explanted and replaced. No patient complications reported.